Event description:
It was reported that approximately two yrs post ivc filter implant, a CT scan demonstrated a fragment of the filter in the pulmonary artery. The pt is reported to be asymptomatic and the event was an incidental finding. No pt injury was reported.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is underway.